Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2007 -- the patient had a medium size oval composix kugel hernia patch, lot number 43bpd328 implanted to repair a hernia. In 2008 -- the patient presented to her surgeon with severe abdominal pain and swelling of her abdominal wall, at which time her surgeon advised the patient that the kugel hernia patch should be removed, because it was no longer lying flat, leaving a portion of her hernia exposed. Since 2008, the patient has suffered constant abdominal pain and bowel obstruction, but is unable to undergo another hernia surgery until she is medically stable. The patient has suffered and will continue to suffer physical pain and mental anguish.